Event description:
Patient reported she had the vnus closure procedure done on (B)(6) 2014, due to varicose veins behind her left knee. She reported being told how easy and painless a procedure would be and was never explained in detail all the complications that could arise. Patient reported that a few days after the procedure she began having numbness on her left thigh. Her symptoms have worsened over the last year and she is now experiencing neuropathy, numbness, swelling, and visible bulging of her vessels throughout the left side of her body. She has recurrent heart palpations at night which she believes is a result of her vagus vein being affected. The patient alleged that she had returned to her physician and that he admitted that the procedure had failed. She wanted to warn people about this procedure and hopes that more will be done to protect the public from these complications.